Manufacturer narrative:
Batch review performed on 14 april 2016. Lot 140756: (B)(4) items manufactured and released on 28 april 2014. Expiration date: 2019-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Bipolar head ø 28x49, code 25060.2849, lot. 120240 (k091967). (B)(4) items manufactured and released on 20 april 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 18 april 2016 the medical affairs director made the following analysis: revision of hip endoprosthesis 2 years after primary. According to report, mobilization of the uncemented stem occurred. The only available image is a fluoroscopy taken at an unspecified time during operation. There are no elements to make an appropriate clinical evaluation or that allow to identify a reasonable root cause for the failure. The quality of the image also does not allow to make meaningful considerations.

Event description:
Patient came in complaining of pain in the hip. The stem had loosened and the bipolar cup was not fixated to the acetabulum. The surgeon performed a revision and removed all implants. The surgery was completed successfully. X-rays available. Explants not available.

Manufacturer narrative:
On 17 june 2016 it was prepared a final report with the information already submitted in the initial report. On 21 june 2016 the report was sent to the initial reporter and the case was closed.